Event description:
Reporter stated that, within 30 minutes, patient was tested on the coaguchek xs system and on an unspecfied laboratory instrument (venous sample) with results of 4.1 inr and 3.1 inr, respectively. No change in patient's therapy was reported and no adverse event occurred. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).